Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). In 2004, the vad coordinator contacted the emergency room with the flows of 9lpm and a vad beat rate of 110bpm. Motor wave forms were obtained at this time, and were sent to the MFR for analysis. Pt remains ongoing on lvad support while awaiting a heart transplant.